Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the anchor pulled out of the thread loop. Update swit 29-jan-2020: it was reported that the problem was noticed during surgery. No harm for patient, operator or third party was reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update swit 31-jan-2020: further information obtained that during inserting a part of the loop was left in patient. It was not possible to remove it. Updated swit 05-feb-2020: it is that the anchor was pulled out of the thread loop and this remains in patient and is fixed in the bone and there is no harm for patient.